Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included dyspareunia, pelvic pain, weight gain, device difficult to remove and pregnancy on (B)(6) 2012. Previously administered products included for an unreported indication: mirena. Past adverse reactions to the above products included genital haemorrhage with mirena. Concurrent conditions included abdominal pain, menometrorrhagia, headache, pelvic pain, abdominal pain, menses irregular, dysmenorrhea, vulvovaginitis and vaginitis. Concomitant products included levonorgestrel (mirena) since (B)(6) 2013 for contraception. In 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding - vaginal"), bladder disorder ("bladder or problems or changes: unspecified"), urinary tract disorder ("urinary or problems or changes: unspecified") and dyspareunia ("dyspareunia"). The patient was treated with paracetamol (tylenol) and surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, autoimmune disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered autoimmune disorder, bladder disorder, device dislocation, dyspareunia, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative; (B)(6) 2014: negative abdominal pain, dyspareunia, dysmenorrhea, pelvic pain, quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case is medically confirmed. This case is incident. Reporter information was added. This case concerns adult patient. Her demographic was updated. Her historical medication, historical/concurrent conditions were added. Lab data was added. Essure insertion date and removal date was updated. Essure indication was added. Concomitant medications and treatment medication was added. Event: severe and permanent injuries was updated to more specified events: abnormal bleeding -(vaginal), bladder or urinary problems or changes: unspecified, dyspareunia and she did not undergo essure confirmation test were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.